Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and was not pacing. The right ventricular (rv) lead was showing noise also resulting in oversensing. Oversensing resulted in pacing inhibition. Patient dizziness was reported. Programming changes were made but did not resolve the system oversensing or patient symptoms. No further information was provided.

Manufacturer narrative:
Correction: b5 updated to mention oversensing resulted in pacing inhibition.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and the rv lead was showing noise also resulting in oversensing. Patient dizziness was reported. Programming changes were made but did not resolve the system oversensing or patient symptoms.